Event description:
Healthcare professional reported "discomfort in the affected breast, described as mild with a severity of 3/10 on a pain scale, characterized as "just uncomfortable." Has a noticeable change in the shape of the right breast, described as "mis-shaped. Intracapsular rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Clarification to b3: partial date of sep/2025 provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.